Event description:
The pt on whom the device was used reports symptoms of phlebitis which occurred while the device was in use on three occasions. Symptoms reported are: erythema, edema and pain at the site. The pt was treated with oral antimicrobial therapy and warm soaks, on one of these occasion, the reporter stated that there were no overt symptoms of infection either systemically or at the site. IV therapy at the time of the occurrences included the administration of IV analgesia and IV antibiotics. A lidocaine bleb was instilled at the insertion site prior to insertion of the devices on each occasion. The reporter suspected that powder from the examination gloves may have migrated onto the device and may have been introduced into his circulatory system, thereby contributing to his symptoms or causing a localized "physical reaction". The reporter was unsure of which type of catheter was used on him.